Event description:
Caller tested 1.0 inr, 2.4 inr, and 2.6 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).